Event description:
A small piece of barb on the end of the impactor that goes into the stem, broke off during impaction in a primary surgery. The small piece remained implanted with the device. No adverse consequence reported by the surgeon.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding fracture involving a specialty offset accolade stem inserter per file (B)(4) was reported. The event was confirmed. Device evaluation and results: a material analysis was performed and concluded the device fractured in overload. No manufacturing or material defects were observed. A material analysis has been performed. The report concluded: the inserter collet failed in fatigue with the final fracture occurring as a mixed mode overload. The collet material was consistent with (B)(4) stainless steel alloy. No material or manufacturing defects were observed on the part features examined. Medical records: not performed as no medical intervention and no adverse consequences were reported. Device history review: there were no reported discrepancies regarding the referenced lot. Complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that the insert trial fractured due to overload conditions during use. No manufacturing or material defects were observed.

Event description:
A small piece of barb on the end of the impactor that goes into the stem, broke off during impaction in a primary surgery. The small piece remained implanted with the device. No adverse consequence reported by the surgeon.